Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the area surrounding the implantable pulse generator (ipg) "big with blood" and that they underwent an operation to "clear the blood". It was also reported by the patient that their heart was racing. The ipg remains in use. No further patient complications have been reported as a result of this event.